Manufacturer narrative:
Calibration and control data showed no problems. A review of alarm trace data showed several abnormal aspiration alarms near the time the event occurred. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. No further issues were reported after the service actions were performed. Medwatch fields d1, d2 d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The field service engineer walked the customer through performing an air purge, reagent priming, and ise checks. Calibration and controls were run and these passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant sodium electrode results for one patient sample tested on a cobas 6000 c (501) module. A physician questioned the initial result. The customer then ran controls on the analyzer and these were outside of range low. The sample was repeated on a second analyzer. The sample initially resulted in a sodium value of 128 mmol/l and it repeated as 134 mmol/l. The repeat value was deemed correct and a corrected report was issued.